Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e 10.8mg plus blood collection tubes, the device experienced excessive vacuum and hemolysis. This event occurred 15 times. The following information was provided by the initial reporter. The customer stated: the customer is facing the following phenomena about cat#365900 tubes and would like to know the possible causes. (1) bubbles have arisen in tubes filled with blood. (2) hemolysis has been observed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to surface bubbles/ hemolysis were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (hemolysis and surface bubbles) because the defect was not evident in the testing of the complaint lot samples. All samples (retains and controls) demonstrated clinically acceptable performance for all visual observations evaluated. Laboratory analysis of samples indicated that these tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for surface bubbles/hemolysis. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to surface bubbles/hemolysis were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® k2e 10.8mg plus blood collection tubes, the device experienced excessive vacuum and hemolysis. This event occurred 15 times. The following information was provided by the initial reporter. The customer stated: the customer is facing the following phenomena about cat#365900 tubes and would like to know the possible causes. (1) bubbles have arisen in tubes filled with blood. (2) hemolysis has been observed.